Event description:
A pt/layperson informed a customer care advocate, cca, that he had been unable to interpret a blood glucose due to possibly missing segments in the display. While taking his usual regime of 1000 mg metformin and 5 mg glyburide he felt lightheaded. No treatment of medical intervention was required. Because the pt reported that he experienced lightheadedness while continuing his regime, this complaint is considered an adverse event. All products were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.